Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER for chest pain. Upon interrogation it was noted that the patient had numerous mode switches for what looked to be far-r. Also, the patient was witnessed to have what looked like pmt. A short tachycardia was performed while there. The patient diagnostics listed several pmt detections. A retrograde conduction test was performed and appeared to be present with a v-a conduction and a pvc had retrograde conduction. Programming changes were made. It is unclear if the patient¿s chest pain is associated with the many pmt¿s. The patient was subsequently checked 2-3 hours after these changes were made and no mode switches or pmt detections were noted. Patient will be monitored.